Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. However, the damage of the knife was likely caused by the following: 1) due to the factor described below, a spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high. ·the electrosurgical unit was used in coagulation mode. ·the output activation time was too long. 2) a spark discharge occurred, and the part of the cutting knife became hot instantly. As a result, the strength of the cutting knife decreased. 3) during tissue incision, a load was applied to the cutting knife which reduced the strength. This might have caused the cutting knife to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider, and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.¿ ¿aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath, and body cavity tissues. Patient injuries such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip.¿ ¿always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages, or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform must be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation¿ this supplemental report includes a correction to b2 and b5. Also, additional information has been added to d10. Olympus will continue to monitor field performance for this device.

Event description:
The fallen device part was confirmed using the endoscope, and was recovered with a collection net, etc. There was no significant procedural delay. Furthermore, a third-party electrosurgical device was used during the procedure. It was reported that the surgical incision was made ¿without stepping on the pedal.¿ the output setting of the device is unknown.

Event description:
An olympus representative reported on behalf of the customer during a therapeutic endoscopic submucosal dissection (esd) procedure on the stomach, the shaft of the single use electrosurgical knife broke and fell into the female patient's body. The fallen parts were collected using grasping forceps and the procedure was completed by replacing it with a similar device. The patient was not impacted.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.